Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Release records were reviewed and the product lot met all acceptance criteria. The omnipod user guide warns, "test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results above 250 mg/dl, but do not have symptoms of hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall above 250 mg/dl, follow the treatment advice of your healthcare provider."

Event description:
It was reported that the patient's blood glucose level (bg) increased to 594 mg/dl, and was not sure the pod was delivering insulin. The cannula looked bent and there was blood in the cannula. The high bg level by injection and replaced the pod. The pod was worn between 24 and 36 hours. Pod deactivated at 1:41pm/ bg 594, 12:33pm bolus 2.6u / 497bg, 11:32pm bolus 1.45u/ bg 312, 8:30pm bg 266/ bolus 1.4/carbs 25, 8:00pm basel .3u, 7:32pm bg 91/ 36 carbs, 6:34 1.4u bolus.